Event description:
(B)(4) received a call on 08/28/2016 reporting a medical intervention that occured on (B)(6) 2016 before 9am. Patient's((B)(6)) husband ((B)(6)) called in stating the prodigy meter was giving error codes and powering on randomly. (B)(6) stated that (B)(6) was experiencing symptoms of falling, sweating, dizziness, weakness, slurred speech and disorientation. (B)(6) stated that the prodigy meter did not give an actual reading only that two attempts were made to test (B)(6) blood glucose. One test resulted in an e-u(used test strip) error and the other resulted in an l-b(insufficient blood sample) error. Paramedics were called immediately after not being able to get a glucose reading. (B)(6) was given orange juice mixed with sugar to raise her blood glucose levels while waiting on medical attention. Paramedics arrived within 5 minutes of being called and upon arrival tested (B)(6) blood glucose with a result 32mg/dl. Approximately 5 minutes passed in between testing with the prodigy meter and the paramedic's meter. (B)(6) stated that paramedics gave (B)(6) an unidentified paste and a shot to raise her blood glucose. (B)(6) was not transported to ER. Paramedics tested (B)(6) blood glucose prior to leaving with a result of 60mg/dl. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.